Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during inspection of the stock, it was noted the packaged was crushed. Subsequently, the sterility of the product was compromised. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows that the blister had cracked. DHR was reviewed and no discrepancies were found. It is likely that the reported event occurred during shipping. However, a specific root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.